Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and severely calcified vessel. The sterling es pta balloon dilatation catheter was being used to pre dilate the lesion. A rupture occurred while dilating the lesion. There was no resistance during the advancement of the balloon however, a leak was noted. The balloon was successfully removed and the procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.

Manufacturer narrative:
(B)(4).